Manufacturer narrative:
An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent a wollf parkinson white ablation with a thermocool® smart touch¿ bi-directional navigation catheter and the patient experienced atrioventricular block (avb) that required pacemaker implantation. On the carto mapping, the distance between ablation lesion and his tag was over 1.5cm. Observation was done first to determine the need for pacemaker. Pacemaker was implanted. Patient required extended hospital stay for observation and pacemaker implantation. There was no map shift. The ablation site was far away from his.